Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain indications for use. It was reported that the patient had their pump filled and today they were hearing an alarm on the pump every hour and they were locked out from bolus dosing for 18 hours. Technical services reviewed the extended lockout after the time change. The rep stated this could put the patient into withdrawal if they do not have access to their bolus doses. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient initially reported the lockout issue. The pump was alarming because she was prescribed a personal therapy manager (ptm) dose every hour and the daylight savings time change disrupted the availability of ptm doses causing a non-critical error and locking out the ptm doses for 18 hours. No actions were taken to correct the lockout error. The patient went 18 hours without her dosage .lockout resolved at 12:01am the next day. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that they did not know why it was alarming. The logs did not show any events associated with the 18hr lockout.